Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number:(B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 . Batch/lot number: 38553381. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that after a fall, the patients lead had migrated and had high impedances. The patient underwent a lead and clik anchor replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.